Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
The customer called reporting they received an error 4 message when they inserted a strip into their freestyle meter. Through troubleshooting, it was discovered the units of measure had changed from mg/dl. To mmol/l. There was no report of death, serious injury or mistreatment.